Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). This involved an unremediated infusion pump with user interface module master software version 7.01.00. The device was received on (B)(6) 2011. A service history review revealed that this device was not previously serviced for the reported condition, as this was an out of box failure. A device history review was also performed, finding that during the manufacturing of this device, the pump experienced an "air detected message." The pump head module was changed and the pump passed subsequent testing. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "not being able to hear a tone when the keys are pressed." The reported condition was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty speaker harness. The speaker harness was substituted, resulting in the expected audible tone when the keys are pressed. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump failed to make an audible tone when the keys were pressed. It is unknown when or in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.